Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.1, lab: 2.8. A 1.2 result noted to be below pt's target therapeutic range and 2.6 noted to be within range.